Event description:
Additional information from the consumer reported that she had an appointment on (B)(6) 2015. To resolve her issues, she called the stim tech representative and she was sent a new device.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported poor communication on the patient programmer. It was also reported that the patient had a heart attack in (B)(6) 2015 and want into a cardiac arrest on (B)(6) 2015. When the patient was in the intensive care unit (ICU), they put a different manufacturers' defibrillator in her and it knocked her interstim device out. The manufacturers' representative (rep) was called to come. She got the programs back on but two weeks later, it knocked back out and it had been knocking out ever since. Patient explained that knocking out meant the device did not give her any stim because her programmer did not read the implantable neurostimulator (ins) and she could not adjust the stimulation. They had been testing and reprogramming the device since (B)(6) 2015. It was her 6th trip to the health care professional (hcp). There was also poor communication on the programmer. The patient saw the rep on (B)(6) 2015 and she used the clinician programmer to reset the device. The patient felt stimulation. It was noted that the issues could be related to the placement of the defibrillator. A sudden change was noted. It was further reported that the patient had urinary symptoms. Her symptoms returned and she was miserable over (B)(6). She had no control; it was all down her legs and everything. Additional information from the manufacturers' representative (rep) reported that she was on aware of the patient and physician's decision to reprogram for better efficacy. The rep had no knowledge of the other events.the patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Follow up is being conducted to obtain information about the steps taken to resolve the event. If additional information is received, a follow up report will be sent.